Event description:
It was reported that the patients ipg site was painful. It was also stated that the patient was having charging issues and the patient was feeling stimulation in non-target areas. The patients ipg and leads were replaced and that the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7007008/5017845.